Event description:
It was reported that prior to the implant of the leadless implantable pulse generator (ipg) that there was damage to the outer shaft. It was noted that the cup was not filed with saline solution. It was further reported that the delivery system was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system tether lock housing leaks. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device cup was not filed with saline solution due to leaking in the tether lock housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.